Event description:
It was reported that during deployment of a transcatheter valve, the capsule of the delivery catheter system (dcs) was not opening when turning the deployment knob. Upon inspection of the dcs, the tip retrieval component was separating from the dcs with each turn of the deployment knob, and the capsule was not opening. Subsequently, the dcs and valve was removed from the patient, and a new dcs and new valve were used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.